Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the ICD functions to be as specified. The available device data have been analyzed. Analysis confirmed the clinical observation. However, no conclusion could be drawn regarding the root cause of the eos battery status. For a root cause investigation, an analysis of the ICD itself would be necessary. Should the ICD become available for analysis, this report will be updated.

Event description:
It was reported that approx. 36 months after the implantation the device was explanted due to eos battery status. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.